Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader¿ was reviewed and the dhrs showed the libre reader¿passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the freestyle libre reader. A "connected to pc" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was treated with sugar, honey, and juice by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the freestyle libre reader. A "connected to pc" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was treated with sugar, honey, and juice by a third-party. There was no report of death or permanent injury associated with this event.